Event description:
Related MFR report: 1627487-2020-04931.

Event description:
Related MFR report: 1627487-2020-04931. It was reported the patient's drg system leads migrated. Consequently, surgical intervention was taken to replace both leads and address the issue.